Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac cv repair kit s/l catheter were returned for evaluation. Gross and microscopic visual evaluations were performed. The investigation is confirmed for the reported repair sheath rupture, as a compound split was noted approximately 9.9 cm from the distal end of the luer. The edges of the compound split appeared smooth and formed the shape of a c-split. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2022), g3, h6 (method) h11: e3, h6 (device, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years post catheter placement, the repair sheaths spontaneously ruptured with visualization of a crack. The patient allegedly experienced fever and was treated with paracetamol and intravenous antibiotic therapy for fifteen days. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that three years post catheter placement the device allegedly fractured. The patient allegedly experienced fever and was treated with paracetamol and intravenous antibiotic therapy for fifteen days. The patient's current status was unknown.